Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.: analysis of the desktop charger (37761) found that it had a broken connector pin. Code applies to the ins (97714), code and c62968 apply to the desktop charger (37761) all fdm and fdr codes apply to the desktop charger (37761) code applies to the ins (97714) code applies to the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was bent and that the ins recharger would not charge/had a blank screen. The patient stated that because of the ins not working, the ins was out of battery and the patient's pain returned. It was noted that the ins being out effects the way they walk, that their pain was 9/10, and that the will be in a wheel chair without the ins working. A new desktop charger and ins recharger were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information left out of the initial reg report (3004209178-2017-18527) included that the ins recharger would not charge after being plugged in for 3-4 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the replacement of the desktop charger did not resolve the issue and the insr still would not charge. A new ins recharger was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.